Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported that the issue has bene resolved after implant and lead replacement.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the pt had their percutaneous leads removed and replaced with a paddle lead. Rep reports the patient had a fall and their percutaneous leads migrated down. Pt also reported not getting proper stimulation or therapeutic relief. Rep also reports the pt was reporting needing to recharge the implant more frequently and having to increase the amplitude to get the same therapeutic relief so the doctor chose to explant/replace the ins on the same date. Rep reports that based on discussion with the patient the fall occurred approximately 1 month before the replacement surgery and lead migration was confirmed via x-ray by pt¿s previous physician. Rep checked impedances on the day of surgery, and all impedances were within normal limits before the surgery but the pt was unable to get stimulation where desired. When asked if the issue was resolved the rep reported they won't know for approximately 3 weeks, until the patient¿s post op appointment. Rep reports the pt was initially able to feel stimulation where they needed it when their replacement device was turned on, immediately following the surgery. Per hospital policy, removed devices were discarded.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2026 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.